Event description:
It was reported during an atrial flutter ablation procedure, a steam pop occurred while the physician was using the safire blu duo ablation catheter. The physician was ablating in the right atrium on the isthmus with a safire blu duo ablation catheter. A non-sjm generator with a power setting of 40 watts and an irrigation pump set at 30 cc/min flow rate were being used when a steam pop was heard by the physician after 50 seconds of ablation in the same spot. Ablation was immediately stopped and the patient remained sable. The procedure was successfully completed with no adverse consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A review of the DHR could not be done as the lot number was not provided. If the device is received or additional information becomes available, a supplemental med watch will be filed.